Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) failed to separate from the delivery catheter after positioning. The lp was removed and replaced. There were no patient consequences.